Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Caller contacted cts, who provided assistance with pump reset instructions, resolved issue successfully, and instructed caller to call back if malfunction code recurs.